Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used.

Manufacturer narrative:
The pod was received with the soft cannula deployed. Inspection of the needle mechanism components found no damages or deficiencies that would result in the needle mechanism deploying early. Although no issues were noted with the needle mechanism, it could not be determined when the needle mechanism deployed. A root cause for the reported needle deploying early could not be determined.